Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck with key device did not function, was frozen/would not move-chuck seized, device fractured-coupling, did not function, had illegible labeling etch, was cracked and had component damage. It was further determined that the device failed pretest for general condition, marking & labeling, check drill chuck, check clamping range of drill chuck, check handpiece coupling, check cannulation and function test. It was noted in the service order that the device did not work along with six quick coupling devices, a chuck keyless device and a chuck with key device. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there was no delay to a surgical procedure. It was reported that a procedure was completed as intended. It was not reported if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: quick coupling devices x 6, chuck keyless device, chuck with key device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: service evaluation: product: 511.730 (jacobs chuck-keyless) / 1058 reported issue: service. No potential harm was reported. The equipment doesn't work. A visual and functional assessment was performed on the device according to (B)(4). The following steps failed : step 1 : general condition; step 2 : marking & labeling; step 3 : check drill chuck; step 4 : check clamping range of drill chuck; step 5 : check handpiece coupling; step 16: check cannulation; step 7 : function test. During the service evaluation the following failures were identified: broken (2+ pieces) : device fractured - coupling; functional : frozen/will not move - chuck seized; visual : cracked ; visual : component damaged; labeling : illegible etch; functional : does not function. Conclusion: failure reported is confirmed; root cause: user error (3215); action :return unrepaired . Device history lot: null. Device history batch: null. Device history review: no manufacturing record evaluation required as no manufacturer or service related issue found.  This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: d4: it was inadvertently documented in the initial medwatch report that the serial number of the device was (B)(6). Please note this is the lot number of the device and has been updated in section d4.